Manufacturer narrative:
Failure event observed during analysis. Final analysis found the device in backup vvi operation. The device was tested on bench and the image was unable to be reviewed because it was found to be corrupt. The cause of the bvvi remains unknown.

Event description:
This report is to advise of an event observed during analysis.